Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4351 ml during drain 3 of the treatment. This drain volume is 198% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow-up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment on the cycler. The patient has received a new cycler, which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the heater tray was touching the top cover cabinet on the front, left corner. The go/no go gauge check failed on the entire left side of the heater tray. A simulated therapy was initiated and completed on the cycler and a scale alarm occurred during drain three. In the resulting treatment data sheet, the drain 1 and drain 2 displayed values exceeded the tolerance of 3% of programmed fill volume value. The cycle 2 patient bag weight exceeded the 2% of the programmed fill volume value. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that the load cell was improperly at an angle on the load cell bracket. After straightening the load cell on the bracket and adjusting the position of the load cell bracket, the heater tray was no longer touching the cycler cabinet top cover. The ¿go/ no go gauge¿ check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.